Manufacturer narrative:
Block b3: approximated to january 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip would not deploy. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and it was found that the device had evidence of premature deployment. A dimensional examination was performed, and it was found that all measures were found to be within specification. No problems with the device were noted. The reported event of clip clip would not deploy was not confirmed. Investigation found that the device returned without the clip assembly and with evidence of premature deployment. Evidence that the clip, did release from the catheter. It is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. Regarding the found problem of the yoke being attached to the control wire, it possible that it is due to operational factors during the procedure such as trying to open the clip once it was already activated. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip would not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip would not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated to january 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.